Event description:
It was reported that a spike on an 4 lead tur irrigation set was observed to be damaged after opening the pouch. This malfunction occurred prior to use. There was no patient involvement. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). The sample was received for evaluation. Visual inspection identified a short shot condition on the spike coupler. Functional and clear passage tests were performed with no issues identified. The manufacturing facility was inspected and it was determined that the cause is related to an internal supplier process. A CAPA has been opened to address this issue.